Event description:
Patient underwent a laparoscopic procedure. During the procedure a noise was heard and continuous power discharged from the handpiece when the foot pedal and power button were not engaged. A 0.5-10. Cm burn was noted at the umbilical incision site.